Event description:
Complainant alleged that while using the defibrillator as an external pacing device during surgery and attempting to pace a patient, the device's display turned black and the device did not respond to the front panel controls. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.